Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely causes of the reported events are due to stress of repeated use, external factors, or handling. However, the root cause of the reported event is unable to be determined. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were confirmed. In addition, switch 1 watertightness, tip cover watertightness not maintained, illumination lens crack, wrinkles in the insertion tube due to external factors, curved tube crushed due to external factors, bending angle insufficient, and insertion tube crushed, curved rubber holes were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a leakage of water and air from the button on the operation part of the evis lucera bronchovideoscope was noted. During a standard service inspection of the customer returned device, ig coil display disappearance and ig corrugated tube coat peeling were observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.